Event description:
It was reported per event info: "inserted the guidewire, withdrew the introducer needle, and then inserted the steel sheath with the guidewire. Installed the one-way valve and withdrew the vacuum by big syringe. Flushed the balloon lumen. Put the catheter into aorta along with the guidewire and pulled out the guidewire successfully. When the md was ready to move on, he found the connecting place between the sheath wrapped with steel wire and balloon catheter overflowing blood. Because the pump was not connected yet, no alarm occurred. The md withdrew the catheter and found it was flat. The md opened the one-way valve, but the flat plastic pipe didn't recover." A request was made for more info.

Manufacturer narrative:
F/u report will be filed if additional info becomes available.